Event description:
Reason(s) for revision: infection (tested and positive culture confirmed) inflammatory pseudotumor pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The investigation was completed with regard to the infection issue. A review of manufacturing records and sterility records was completed for all product lot numbers identified in the complaint, with no issued identified which may have contributed to the complaint. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl acetabular system - left hip. Reason(s) for revision: infection (tested and positive culture confirmed). Update rec'd 10 sept 2013 - patient demo's, x-ray & CT notes, surgery dates & stem details x-rays dates on (B)(6) 2013: bilateral prosthetic joint firmly in place, no obvious dislocation or fracture phenomenon, the surrounding soft tissue swelling. CT dates on (B)(6) 2013: bilateral upper acetabulum in multiple low-density shadows, there are several cystic mass between the right iliopsoas muscle, medial gluteus medius, pectineus muscle and external obturator, with clear boundary diagnosis: inflammatory pseudotumor formation after bilateral hip replacement(right 15*10*10cm. Left 5*4*3cm cystic mass). Update received: 10th september 2013 - added further revision reason: pain.